Event description:
Information received indicates the left head siderail will not latch.

Manufacturer narrative:
The technician found the spring for the release arm was missing. The technician replaced the spring to repair the bed.